Manufacturer narrative:
The device evaluation found multiple instances of error 400:26 within the error log, which occurs when the user activates the transurethral resection in saline (turis) probe without the presence of saline or an accessory is faulty. This was unable to be confirmed or repeated during evaluation. Based on the results of the investigation, it is possible the root cause had to do with improper use of saline solution; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the electrosurgical generator exhibited "check irrigant/electrode" error 400:26 within the error log. There were no reports of patient involvement.

Manufacturer narrative:
Based additional information from investigation results, it was noted that: externally, the device was found to be in good condition with no abnormalities or defects detected. Internally, it was discovered that the right-hand front panel mount had cracked, allowing the front panel to be pulled away from the chassis. During testing, multiple instances of error 400:26 were found in the error log. This error pertains to a user or accessory-related issue and occurs when the turis probe is activated without saline or when the accessory used by the customer is faulty. It was recommended that the customer check their accessories before use. The device was tested in accordance with the manufacturer¿s procedures and passed all tests, operating within the manufacturer¿s specifications. A definitive root cause for this complaint could not be determined. The reported failure could not be confirmed or repeated during inspection, but it was found in the error logs. It is possible that the root cause related to improper use of saline solution; however, there was insufficient evidence to conclusively determine this as the root cause.